Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant product : 6936 implantable tachy lead, (B)(6) 1995. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to a pocket infection. The lead was noted to have been replaced about thirteen years earlier and was not in use. Consequently, the lead was not associated with the pocket infection, rather it was extracted when the active system was extracted. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.